Manufacturer narrative:
The returned device was received for analysis and initial testing showed the device was operating in backup vvi unipolar-tip mode due to transient non masking interrupt (nmi). The device was reloaded and programmed device to nominal settings. Analysis performed, including mechanical stressing of the device, indicated that the battery voltage was normal and above eri level. The cause of the transient nmi that led to backup operation was not determined.

Manufacturer narrative:
UDI:(B)(4).

Event description:
During follow-up, the device was found in back-up mode. The battery was thought to have depleted prematurely. The device was explanted and replaced. The patient is in good condition following the procedure.